Event description:
Adult female underwent elective ultrasound guided breast biopsy. Post procedure mammogram identified metal particles/artifact that was not present on the pre-biopsy mammogram. It is my understanding that an introducer was not used for this biopsy.